Manufacturer narrative:
Correction: additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted during analysis. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right colectomy procedure, the device partially fired and had an incomplete staple line; some faeces went out of the colon. The surgeon needed to make some sutures to complete the line. The procedure was extended for thirty minutes or more. There was no injury to the patient.